Event description:
The customer returned the Cysto-Nephro Videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the rubber cover of forceps channel port is detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: Stress Problem Identified Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.